Event description:
Customer reported that touchscreen was cracked and shattered, making interaction with the pump impossible as the screen was illegible. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.